Event description:
Event description cpi received information that this large patch lead was removed from service due to a lead fracture. The physician elected to cap and replace the entire lead system along with the implantable cardioverter defibrillator (ICD) at this time.